Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain. It was reported a flipped pump occurred with the patient¿s pump and this occurred prior to 2015. The hcp had no further details regarding the flipped pump. No further complications were reported/anticipated or expected.